Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) saw mirrored noise which was oversensed on the right atrial (ra) and shock electrograms (egms). Technical services (ts) was contacted, and ts discussed troubleshooting and programming options. The crt-d system remains in service. No adverse patient effects were reported.